Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and while on support developed bleeding at the access site, device was explanted and the patient expired. It was noted that the femostop system was placed in the wrong area resulting in the bleed. The positioning of the femostop was corrected and two units of packed red blood cells (prbcs) were given to the patient to resolve the bleed event. Two days later, it was noted there was no signs of recovery, the physician, therefore, explanted the device, and patient expired one hour later. Additional information noted the patient was showing signs of multi-organ system failure and considered for the decision to explant the device. However, the bleeding event that required two units of prbcs cannot be excluded from contributing to the outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related. A wrong placed femostop system which caused a medium bleeding at the groin site was notas per the clinical description provided. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ h.6 code 4627 was inadvertently omitted from initial manufacturer device report number 1220648-2024-24156 and was added. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the initial manufacturer device report number 1220648-2024-24156 and was added.